Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was applied on tissue beyond the indicated range. It was reported that the adapter did not recognize the reload on the signia handle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of thick tissue application. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, when the nurse was performing set-up, the adapter status on the display would not turn green and illuminated green at around the third attempt. The reload was attached, but even though jaws open and close check was performed, the outer frame did not turn green despite the reload status showed green illumination. The product was not used to the patient. A manual handle was used to complete the case.